Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the frame is twisted and it looks like the retainer caps came off the frame and bent, tech evaluated and unit appears to have been raised or lowered on something and is not caused by manufacturing defect.